Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a zero tip basket was used to remove a gallstone. However, when the stone was captured and being removed, a basket wire broke and detached into the patient. As per the physician, the detached tip was possibly "milked" out of the cystic duct along with the gallstone but was not visualized with the naked eye. The procedure was completed with another zero tip basket. There were no patient complications reported as a result of this event.